Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was since last week the patient has been having issues with recharging their implant. Normally the patient charges their implant every 24 hours and the implant battery level starts at 30% and would charge the ins the 70% it needed to get a 100% charge. Recently the patient's implant battery started showing 70% used instead of 30% and the patient was getting a message that said settings not available. The patient has not changed any settings. Patient called and left a voicemail for their representative 3 days ago but did not hear back. The issue was not resolved through troubleshooting. The caller was redirected to their healthcare provider to further address the issue. The cause was that the electrodes that were being used had high impedances. Electrodes 3 and 7 both had impedances measuring at 40,000. The patients programming was on both electrodes 3 and 7, and therefore the patient was getting the "settings not available" whenever he tried to adjust them. A field representative met with the patient on (B)(6) 2024 to address this issue and was able to program new settings that used viable electrodes instead of the high impedance electrodes 3 and 7. The issue has been resolved; it was resolved on (B)(6) 2024 when we changed the patients programming to not use the electrodes with high impedance.